Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in fair condition with a missing air detector cover and damaged rear housing. Customer's complaints were not verified. The event log did shows error code 10037 on 10/11/2018. Service will replace the motor, air detector cover and rear housing will be replaced as a preventative measure. Use testing was performed. The problem source is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd prizm vip pump displayed error code lec 10037 and a damaged air detector alarm upon start up. It was also reported that the pump had damaged rear housing. No reported adverse effects.